Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated that her blood glucose was 328 mg/dl, she tried to bolus and received a bolus not delivered alarm. The insulin pump will not be returned for analysis. The customer stated the bolus history showed 0 units were given. Blood glucose at the time of the call was 401 mg/dl. The customer was assisted with programming a bolus, which delivered and showed in the active insulin amount. Troubleshooting was declined. The device will not be returned for analysis.